Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection the complaint was confirmed. The top portion of the male threads had broken off around the circumference of the rotator housing. The rotator collar and rotator housing bond remained intact. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the high pressure tubing luer bonded to the stopcock shows significant tool marks and deformation on the outside surface of the luer. This type of damage would have originated with the customer. Eval method: device history record was reviewed, complaint data base was reviewed.

Event description:
The customer reported that on the fourth or fifth injection the threaded region of the rotator housing on the stopcock broke into two pieces during an abdominal angiography. Injector setting: flow 1 ml/sec. No harm or injury was reported.